Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of 7.0 cm abdominal aortic aneurysm approximately 31 months ago. The aortic neck at the time of implant was 20 mm long, 20 mm in diameter, angulated at 36 degrees, contained thrombus, and was mildly calcified. Vessel morphology was not reported. It was reported that approximately 3 months ago, CT showed that the stent graft had migrated 30 mm distally and that the aortic neck had dilated to 25 mm in diameter and was angulated at 54 degrees. The cause of the migration was noted, as disease progression with significant proximal aortic neck angulation and dilatation. Approximately 2 months after the migration was identified, the physician elected to perform a surgical conversion with successful results, and the conversion makes this event reportable. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: graft migration. Disease progression with aortic neck angulation and dilatation. Conclusions: disease progression with aortic neck angulation and dilatation.